Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens and a melted battery compartment. Visual inspection revealed that the battery separator wedged between battery contacts. This caused melting of the compartment.

Manufacturer narrative:
Additional information received that the issue was discovered during in house testing and did not involve a patient.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd solis vip pump had melted battery compartment. No adverse effect reported.